Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "'system error 105' alarms", determined to be caused by a failed motor. The failed motor assembly was replaced.